Event description:
The customer contact reported a leadk of a chemotherapeutic agent. The homecare pt was receiving an unspecified experimental chemotherapeutic agent. The pt reportedly pinned the tubing set to her undergarments with a safety pin and inadvertently poked a "pin hole" in the tubing. After an unspecified length of time in use, the pt noted that her clothes were wet. The tubing set was replaced and the therapy was resumed. The pt called the homecare nurse and reported the event. The pt was advised to go to the emergency room where the pt's skin was washed. There were no reported adverse pt effects. No medical interventions were required. Though requested, no additional info was provided.

Manufacturer narrative:
The customer indicated the device was discarded.